Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have had two ins's implanted in less than six months and the first was found to be "defective" and was removed. Patient clarified there was no connection and the lead was embedded in the soft tissue. No further action was taken by patient services.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2cvb4, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.